Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device was found offline on rss. The field service engineer remoted into station successfully and found no failed storage spaces and no disconnected mode. The fse mentioned that there was no further response from the customer and confirmed that the customer was able to get the required medications from the nearby device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue. The customer stated that the device had a black screen, and station is offline on rss causing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.